Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 63 (variable 3) was confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Unit received with scratched case, pillowing keypad overlay, broken battery tube threads, cracked keypad overlay and keypad overlay texture damage. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error. Customer initiated a self test and got hardware low level failures error. Customer stated they were able to successfully clear the alarm and did not receive a request to rewind pump. Customer had high blood glucose due to pump error and current blood glucose was 328 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.